Event description:
It was reported that a malfunction occurred on the customer's pump, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use the current pump as a backup until a replacement pump with updated software was received. Technical support confirmed the shipping address and instructed the customer on how to return the malfunctioning pump to tandem using a provided return box and pre-paid label. Additionally, the customer was informed on how to program the replacement pump settings and connect their cgm to it.